Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure, the medium-large clip applier instrument failed to apply a clip. The clip remained open. The customer used a backup medium-large clip applier instrument to continue with the planned procedure. The procedure was completed robotically as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior to use and no issues were identified. The event occurred during an unsuccessful clip application attempt involving a medium-large hem-o-lok clip. At the time of the event, the clip became dislodged and fell inside the patient. The clip was retrieved during the same procedure. The surgeon stated that there was no patient injury. The target vessel or tissue bundle was not greater than 10 millimeters in diameter.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.009¿ offset at the tips. The grips did not show cracking damage. Components adjacent to this bent grip do not show damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain the clip through engagement but could not release the clip as commanded. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.